Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an appropriate electric shock for a ventricular arrhythmia but started a new onset atrial flutter. The crt-d remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an appropriate electric shock for a ventricular arrhythmia but started a new onset atrial flutter. The crt-d remains in service at this time. No additional adverse patient effects were reported.